Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump is missing data. She as at a class recently and at the office the download is missing information. Patient verified current date and time are in pump. She is unsure what data is missing. She reports that on (B)(6) 2013 she did bolus but bolus history is zero. She did give one injection when at son's for dinner but states gave bolus for breakfast for sure. History for tdd is not showing bolus on (B)(6) 2013 until (B)(6) 2013. Customer support instructed patient to go to alternate insulin delivery until replacement arrives. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the issue was confirmed in history, but testing was not able to reproduce it. No activity outside of normal use is observed in the black box except a 1h basal delivery interruption observed on (B)(6) 2013 as a result of an unacknowledged ¿162¿ warning. Tdd add up correctly and reflect user¿s programmed basal target. Bolus and tdd histories shows no bolus deliveries between (B)(6) 2013. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24 on 1u/h basal program. No delivery interruption occurred during the course of the duration test. Periodic boluses using ¿normal¿ ,¿ez-carb¿, ¿ez-bg¿ & ¿combo¿ were executed , the bolus history recorded the boluses info on the correct time and order. The keypad is intact and responsive. The pump was opened to be inspected, no moisture ingress was found to the pcb. The power circuit and the force sensor circuit were found intact , no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.